Event description:
The customer reported a leak at the cap piercer wash station of a unicel dxc 800 synchron system. The customer indicated that the leak was contained within the instrument. The customer was wearing personal protective equipment consisting of gloves and eye protection and no exposure or injury was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event. The customer technical support (cts) advised the customer to run samples with the caps off and assisted the customer with disabling the cap piercer until instrument was serviced. Beckman coulter field service engineer (fse) was dispatched and observed a gray piece of tube cap obstructing the drain. The fse cleaned out the drain and repair was verified per established procedures.

Manufacturer narrative:
Results: obstruction in cap piercer drain. (B)(4).